Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and coloplast restorelle and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterovaginal prolapse and mixed urinary incontinence.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent excision of mesh on (B)(6) 2016 by dr. (B)(6) due to urinary incontinence, interstitial cystitis, cystocele, and suburethral scar.